Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 0.8 mmol/l and 6.8 mmol/l; 0.2 mmol/l and 8.2 mmol/l; 1.1 mmol/l, 0.9 mmol/l, and 6.8 mmol/l. The low end reading range of the device is 0.6 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).